Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient had elevated blood glucose levels around 12:00pm and when he attempted to bolus his infusion device displayed e4 (occlusion error). The patient later gave himself and injection of insulin at 8:00pm. At 9:30pm he had his mother call for emts. The patient was treated with an IV. His blood glucose level was 391 on the emt's meter. He was taken to the hospital and admitted. His mother stated that the occlusion contributed to his hyperglycemia. His mother changed the infusion set and the e4 was successfully cleared from the device. The infusion set was requested to be returned for product evaluation.